Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 1 on the homechoice machine(hc). The home patient(hp) stated that the supply bag became disconnected from the supply line. The hp also stated system error 2367 alarm occurred. The technical service representative(tsr) assisted the hp to cycle power off and on twice to clear both alarms. The tsr advised the hp to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; the home patient (hp) stated that the supply bag became disconnected from the supply line. The cause of the complaint was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA. A batch review was not performed as the lot number was unknown.